Event description:
On august 6, 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient tests her blood glucose three times a day and manages her diabetes with insulin (usually requiring no dose adjustments). The patient stated that the alleged issue first occurred on five days earlier and as a result, the patient reportedly did not make any changes in terms of her diabetes management. At an unspecified time after the alleged meter issue began, the patient reportedly developed symptoms of "tired, headache and thirsty" but claimed that she did not seek medical intervention or received treatment. After the meter reportedly did not power on, the patient reported a "259 mg/dl" on a backup (unknown) meter. It was unknown whether she treated herself due to the reported reading taken on the backup device. During troubleshooting, the following was verified by the csr: this was not a new out of box product and there was no meter trauma. The meter did not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The correct test strips were used and the battery was correctly installed. The patient's products have been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.